Event description:
Severe contracture of the left side and mild contracture of the right side occurred after bilateral breast augmentation, which was done 15-16 years ago. Bilateral capsulectomy was performed on 4/30/92 with removal of implants. The left implant contained a small irregular weakness in the implant wall with secondary rupture. There was no free gel inside the patient's body or the area of surgeryinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: material degradation/deterioration. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.